Manufacturer narrative:
The device was returned for analysis. The results of the return device analysis did not confirm the reported unintended movement issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The clip failed to establish final arm angle (efaa). Two efaa attempts were performed but efaa failed twice. The clip was not implanted, was removed and replaced. One clip was implanted, reducing mr to <1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.